Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spiral blade inserter will not advance through the aiming arm. The problem was discovered during a field equipment inspection. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the spiral blade inserter (03.010.084 / lot 17484183) was likely caused by over seven years of use; however, this complaint is not a result of any design related deficiency. The spiral blade inserter and the aiming arm are instruments routinely used in the titanium cannulated retrograde/antegrade femoral nail system. The devices were returned and it was reported that the inserter would not advance through the aiming arm. This condition is confirmed; the inserter will only advance approximately four and a half centimeters before catching on the aiming arm. The inserter shows significant deformation along the grooves, which travel through the aiming arm ball bearings. The ball bearings likely get caught in the indentations along the inside of the inserter¿s grooves. The devices and their adjoining parts are intended to be struck with a hammer, and it is likely that seven years of use in this manner has led to this complaint condition. The inserter was manufactured in november 2007 and is over seven years old. The balance of the returned device is in fairly battered condition. The associated drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.